Event description:
The customer reported high blood glucose. The blood glucose reading was 600 mg/dl. The event occurred after a no delivery alarm. The customer was advised to rewind the unit and to run a manual prime test. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.